Manufacturer narrative:
Continuation of medical devices: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type extension. Product ID 3387s-40, lot# v439082, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 07-jul-2015, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 02-nov-2012, UDI#: (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's whole system was removed because it got infected. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep and confirmed by the healthcare provider (hcp) indicated it was unknown if the infection resolved.